Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was turning off without an alarm. The battery cap was normal. The customer¿s blood glucose during the incident was 195 mg/dl. They will be sent a new battery cap. The customer was advised to clean the battery cap contacts. No further details were given. The insulin pump will not be returned for analysis.